Event description:
It was reported to philips that the device was found by the field service engineer (fse) without a battery during preventative maintenance. There was no reported patient involvement/adverse patient impact.